Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of morphine (unknown concentration and dose) in an implantable infusion pump for non-malignant pain, joint pain/arthritis, head/neck (non-malignant), and failed back syndrome (other) . The patient woke up to the beginnings of withdrawal symptoms the prior friday ((B)(6) 2015). The patient had not been able to sleep or eat for 6 days. The patient went to the hospital on friday and the health care professional (hcp) gave the patient valium for 2 days. The patient's prior pump refill was stated to be on (B)(6) 2014. The patient usually had the pump refilled every 4-6 months. It was noted that the pump should have been ok through (B)(6). The patient called to make an appointment to get the pump refilled and their hcp will not be back until the following monday. The pump alarm started going off about a week prior. The symptoms were "lasting forever" and the patient needed to sleep. Additional information received from the consumer on 19-oct-2015 indicated the patient had an issue with an empty pump in (B)(6) 2015 and withdrawal symptoms because of changing refill appointments. The patient thought the "girl" at the clinic was getting angry with her due to rescheduling appointments, so she lied to the patient and stated the healthcare provider (hcp) was gone. Once the pump was finally refilled, the hcp stated they had not been gone during the aforementioned time frame. The patient felt the hcp no longer wanted to manage her pump. No further information was provided. Additional information was received from a healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medical history, the cause of the alarm, if the alarm was confirmed, any interventions/actions required to mitigate the issue, and the patient outcome.